Manufacturer narrative:
Investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
The customer alleged one of the lift's front wheels broke. There was no allegation of patient or caregiver injury, or death reported from this alleged incident. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
Hillrom investigated the reported issue, the hillrom technician who went on side confirmed that the damage did not occur while the lift was in use. The wheel was found broken before the patient transfer could be performed. No further information on the circumstances of this damage could be provided by the customer. Viking l and xl mobile lifts are two versatile lift models intended mainly for use in health care, intensive care and rehabilitation. Viking l and xl mobile lifts are intended for heavier patients. Both models are excellent aids in daily transfers of adults and bariatrics, for instance, lifting to and from wheel chair, bed, toilet and floor. A viking¿ mobile lift equipped with the viking¿ armrest accessory can be used for gait training. Horizontal lifting can also be performed in combination with a recommended liko¿ stretcher accessory. In the inspection and maintenance section of the instruction manual for viking l/xl (7en137108 rev. 3), it is stated: ¿for trouble-free use, certain details should be checked each day the lift is used: inspect the lift and check to make sure that there is no external damage.¿ it was confirmed by the customer that there was no patient in the lift when the front wheel broke. The deficiency was found by the user, and could not have gone undetected, before the device was used. There was no patient at risk, therefore, hillrom does not consider this complaint reportable.

Event description:
The customer alleged one of the lift's front wheels broke. There was no allegation of patient or caregiver injury, or death reported from this alleged incident. This report was filed in our complaint handling system as (B)(4).